Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause is continually applying torque when the implant is seated and /or not advancing.

Event description:
On 09/20/2021, it was reported by a sales representative via phone that toward the end of the case, only 3 of the 5 anchors in the ar-9400-sbk speedscap implant system, were used as two swivel locks pulled out. The remaining anchors were left in the patient as they remained whole and secure. This was discovered during a total shoulder on (B)(6) 2021. The case was completed by using arthrex 4.75 swivel locks with no patient harm.